Event description:
It was reported that the patient presented for implant of the pulse generator. During the procedure the implanted leads were connected to the can, and the pacing impedance measurements were higher than the upper limit. The leads were then repositioned, but high impedance persisted. The physician considered that the issue was due to a defective generator header, and a replacement was obtained with normal measurements. The patient was stable.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level. The results of electrical, stress/environmental tests performed indicate the pacemaker exhibited normal device characteristics. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. The reported event of high impedance anomaly was not confirmed.